Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump battery gauge was observed to be fluctuating. Reportedly, the battery dropped from 70% to 20% then to 5%. The battery later jumped from 30% up to 70%. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.